Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the motherboard of host pc was defective. The supplier part analysis has conclusively determined the cause of the host pc failure was motherboard. To resolve the issue, the fse replaced the host pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not turn on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.